Event description:
It is reported that the glenosphere dislocated after surgery. It is reported that the dislocation occurred during the first session of physical therapy.

Manufacturer narrative:
This report will be amended when our investigation is complete.